Event description:
Pt was revised due to fracture of the tibial stem at the stem/sleeve junction. Poly wear of the insert was noted intraoperatively.

Manufacturer narrative:
The dupy warsaw material warsaw scientist examined the submitted devices and confirmed fracture of the tibial base. Rather thant the modular tibial stem extension as initially reported. Device history base, rather than the modular tibial stem extension as initially reported. Device history records for the s-rom modular tibial base were not available to be to be reviewed, as the lot number was unk. Fracture of the tibial base occurred due to fatigue. The investigation was unable to identify the root cause of the fatigue. No evidence was found suggesting product error was a contributing fatcor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be trceived, the complaint will be reopened. Depuy considers the investigation closed.